Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken wire 20 minutes after the start of the procedure. The procedure was completed as planned with a backup tenaculum forceps instrument with no further issue reported. No fragment fell inside the patient. Isi followed up with the initial reporter and obtained the following additional information: there were no issues related to the opening/closing of the instrument grips. There was also no issue related to the horizontal/vertical motion of the grips/wrist. There was a cable visibly protruding from the distal end of the instrument. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.